Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor displayed no image when using subject device. The event occurred during laparoscopic appendectomy procedure. The procedure was prolonged less than 30 minutes. There were no reports of patient harm.